Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the hospital post shock. Interrogation revealed rapidly conducted af. Device misdiagnosed as vt and attempted atp. Device then shocked the patient, accelerating the rhythm to true vf in the vf zone. Device shocked the patient again and reverted both af and vf. Programming changes were made. Some evidence of atrial undersensing was observed, the patient felt lightheaded and unwell prior to his first shock and thought that the shock was appropriate for what he was experiencing. The patient was stable and being admitted for observation only.